Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the upper part of the liquid crystal display (lcd) of the external pulse generator (epg) was not working, out of specification electrical. It was noted that the hanger was cracked, the main printed circuit board (pcb), upper and lower case halves, keypad, encoder assembly, one encoder nut, two case screws and a hanger screw were all contaminated. It was noted that the keypad window was scratched, the lower case was broken by the atrial output connector, both wires on the liquid crystal display (lcd) were pinched (not compromised) and both output connector nuts were discolored. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) screen had no pixilation on the top screen however the bottom screen was fully visible. It was noted that the top half of the screen had no fully lighted pixels so the amplitude and heart rate (hr) were not visible during use and the unit could not be used on patients. It was noted that the green and blue light emitting diode (led) lights were visible. The epg has been returned for service. There was no patient involvement.